Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification was within tolerance. The patient sensor calibration check failed. Patient sensor 1 (right side) was below specifications. A known good patient sensor was installed, and patient sensor calibration check passed. The functioning patient sensor was removed from the pump assembly at the completion of the investigation. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date not provided). The cause of patient¿s hospitalization was not provided; however, the hospital¿s name indicates the patient was admitted to a rehabilitation hospital. Subsequent attempts to obtain additional information have thus far proven unsuccessful. Based on the information available, the liberty cycler is disassociated from the event as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the patient¿s hospitalization.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient pressure not constant warning before step 1 of setup. The warning occurred twice. The patient was not connected. A new cycler was issued. It was reported that an alternate treatment was available. It was reported that the patient was in a rehabilitation hospital. Additional information was requested but to date has not been provided.